Event description:
It was reported the patient had a loss of therapeutic effect. It was noted that the patient¿s tremors returned to their right side where they were being treated for pd. It was reported that the patient had been having a rough time with pd and had been taking medication as well as using the stimulator. It was noted that the patient¿s tremors began again with ¿the last few weeks¿. It was noted that the caller noticed the patient¿s tremor when they were trying to use their electric wheelchair. It was reported that the patient had not had tremors in their right hand since being implanted with the stimulator but it had returned. It was noted the patient¿s left hand tremors as well however they their system is not implanted to treat their left hand. It was reported the patient is being taken off some of their medications and that probably ¿did not help either in terms of coverage¿. It was reported that the patient was having issues with their patient programmer and not being able to check the status of the implantable neurostimulator (ins) battery. It was noted the patient was only able to get a reading of the 9v battery and was unable to check to see if the ins was on or off. It was reported that the patient would have tremors if the ins was completely off. It was noted the caller cleaned the contacts on the patient programmer and replaced the batteries however only the battery indicator light came on. It was reported the patient programmer would ¿tick¿. It was noted the only difference for the patient is that they are now using an electric wheelchair however when they check their therapy the patient is not in their wheelchair. It was reported the patient last had their ins checked in (B)(6) 2013 and the voltage was 3.71v. It was reported the patient has an appointment with the health care provider to check the ins battery.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v109673, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 7438 , serial# (B)(4), implanted: (B)(6) 2009, product type: programmer , patient. (B)(4).